Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer had a low blood glucose reading. The user stated that there was possible over delivery. Blood glucose reading was 36mg/dl, treated with food and coffee. The customer was assisted with troubleshooting the possible over delivery. Customer was using the auto mode feature of the insulin pump. The insulin pump will not be returned for analysis.